Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3986alot# lc1384 implanted:(B)(6) 2005 product type lead product ID 3487a-33 lot# j0540356v implanted: (B)(6) 2005 product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the lower lead near the sacral area was infected. The infection was confirmed and surgery was in progress during the report. The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3986a, lot#: lc1384, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot#: j0540356v, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-05-10. The rep reported that the exact date of infection was unknown and that it was believed to have occurred several weeks before in (B)(6) 2017. The rep reported that the site was cultured and set for analysis and the results were unknown. The rep reported that the affected device was explanted and discarded by the hospital. The rep reported that the cause of infection was not determined. The rep reported that the infection had resolved. The rep reported that they were not certain of the patient¿s weight. The rep reported that they didn¿t know if the patient¿s managing physician was aware of the condition. The rep reported that the explanting physician was aware of course but wasn¿t certain if he communicated the findings to the managing physician. No further complications were reported.